Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 03sep2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer 4 requires maintenance, it won't open was confirmed by fse, however, the components associated with the failure reported were not received by the dchu. According to work order (B)(4) the fse reported that full height main drawer 4 was not detected closed. The fse removed back panel and inspected drawers; latch sensor light was off. The fse inspected latch component, and magnet was missing from insep. The fse replaced insep. The fse rebooted device and used diagnostics to test drawer. All functionalities returned to normal. During preventive maintenance the fse inspected bus wire connections and found cut marks, the bus wire was replaced. Customer tested drawers upon reboot and no failures occurred. During dchu visual inspection: p/n 120547-01: was received with pinched cable and exposed copper strands with burn marks. During dchu testing: p/n 120547-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 failed to open and required maintenance. As per part investigation, it was determined that there was pinched cable and exposed copper strands with burn marks. There were no adverse events or injuries reported based on this event.